Event description:
It was reported that a m.blue (#fx800t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years, height: 110 centimeters (cm), weight: 35 kilograms (kg), gender: male. *same event as medwatch # 3004721439-2022-00413.

Manufacturer narrative:
Investigation: visual inspection: scatches on the outer housing of the valve were observed through the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. We detected an accelerated outflow in the vertical position. Internal inspection : after dismantling of the valve, deposits were found in m.blue. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation, we have determined an accelerated outflow in the valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.